Event description:
It was reported that during cleaning after a surgical procedure at the user facility that the attachment was allegedly leaking oil. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, attachment was leaking oil or grease, was confirmed. The manufacturer technician confirmed that the device had an oil like substance near the rear driveshaft. Follow-up report submitted to document device evaluation results. Evaluation conclusion: the device was scrapped by the manufacturer.

Event description:
It was reported that during cleaning after a surgical procedure at the user facility that the attachment was allegedly leaking oil. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.